Event description:
Reporter indicated that vns patient has experienced intermittent shocks in the neck area. It was also reported that the device may have migrated or turned because the patient can now feel the device in their armpit when patient swings their arm. Additionally, the patient indicates that the lead is tight in their neck.

Event description:
Further follow-up revealed that the pt is not experiencing any current problems. Treating neurologist believes that the device stimulation is related the reported events. It was reported that the cardiac arrhythmias have resolved with the device programmed to off. The pt requested that the vns therapy system remained programmed to off.